Event description:
B5-the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
B5-the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Additional information received on 09/17/2025 and following was updated. Box d: product brand name, model number, catalog item identifier, product UDI was updated.